Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The analysis showed that between 51 cm and 54 cm distal to the df-4 connector pin the outer insulation was found abraded. In this area the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device. Diagnostic images clarifying this assumption were not available. Further damages such as a cut into the lumen (39 cm distal to the df-4 connector pin) and a deformed rv shock coil, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to shock impedances greater than 150 ohms. No adverse patient events were reported. Should additional information become available, this file will be updated.